Manufacturer narrative:
Section d4, d10 and h4: additional information. Manufactures investigation conclusion: thrombus was confirmed through the evaluation of the heartmate ii left ventricular assist system (hmii lvas). The pump was returned assembled with the driveline (dl) cut approximately 2.75 inches from the pump housing and the distal end was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, and outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Evaluation of the outflow elbow revealed no evidence of depositions or thrombus formations. Upon disassembly of the pump, visual examination of the rotor revealed that a red, tissue-like thrombus formation on one of the rotor blades. The deposition was adhered to the blade and maintained its structure upon being removed from the rotor, suggesting that it was present while (B)(6) was supporting the patient. The evaluation could not determine a specific cause for the development of the observed thrombus formation or a duration of time for which it was present in the device. Although a root cause for the development of this formation could not conclusively be determined through this evaluation, it could have contributed to the patient¿s elevated lactate dehydrogenase (ldh). The observed deposition was removed, and the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced of the patient's history of hemolysis was reported under MFR# 2916596-2019-04032. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that a patient with a history of hemolysis presented with elevated lactate dehydrogenase (ldh) of 1761 u/l. The patient¿s most recent ldh on the rise with angiomax. Log file submitted shows power and flow trending upward with pulsitile index (pi) trending downward; however, there were no other unusual events recorded in the log file event history. The mcs equipment is operating as intended. Additional information reported that the patient underwent a pump exchange on (B)(6) 2020 due to suspected pump thrombosis. The original inflow cannula and ofg remain and the pump will be returned for evaluation. No additional information provided.